Manufacturer narrative:
(B)(4).

Event description:
Customer reports that transmitter does not communicate with reading device. Signal loss lasted a lot of time without providing any reading. Signal loss did it was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.